Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was discovered during use of the product that there was a foreign object in the catheter, which caused the infusion to fail. The affected quantity was 1 catheter. Photos can be provided, and the sample can be returned. A green claim is required, as well as a stamped complaint response letter and a complaint acceptance letter.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported there was foreign matter. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe with no packaging flow wrap. At the bottom of the syringe barrel and at the luer there are dark colored specks. From the photo, it is not possible to confirm if the specks are embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number 306595, lot 4116261. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.